Event description:
Pt's heart rate began to brady down to 47-48 per min with 1st degree block. Cardiac rhythm became agonal and pt went into cardiac arrest. When registered nurse managed defibrillator, she attached the external paddles to the adaptor that was not attached to the machine. Previous malfunctions of this device related to user errors, related to improper connection of adaptors and cables.